Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding an patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was making the patient¿s pacemaker go 'haywire'. Guidance on pacemakers was sent to the manufacturer's representative (rep) to make sure the devices are programmed correctly. No symptoms were reported.